Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was found deceased. The cause of death was unknown. The physician contacted technical services and mentioned tachy therapy had been deactivated in this device due to oversensing issues. The physician questioned if the device would still store an episode in case of an arrhythmia. Technical services discussed that a tachy episode is only stored if the device starts to charge, and this is only possible with tachy therapy active. It was noted that a review of device data could provide some insight as a smart pass episode may have been stored. The sales representative later received additional information from the physician about this patient and device. The device was implanted in (B)(6) 2021. The patient received inappropriate shocks from the device in (B)(6) 2022 and again in march due to t-wave oversensing while being physically active. Both times, the inappropriate shocks induced the patient into ventricular fibrillation (vf), which was terminated by shocks from the s-ICD. In the (B)(6) episode, four shocks were required to terminate the vf, so device therapy was deactivated, the patient was started on betablockers, and an exercise test was planned. X-rays were performed and did not show any changes to the system. It was reported the patient did not present for the re-evaluation due to an infection, and one week later the physician was informed of the patient's sudden death. An autopsy was performed without any findings, so the cause of death is assumed to be arrhythmic in nature. The device was explanted post-mortem and will be returned for laboratory analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was found deceased. The cause of death was unknown. The physician contacted technical services and mentioned tachy therapy had been deactivated in this device due to oversensing issues. The physician questioned if the device would still store an episode in case of an arrhythmia. Technical services discussed that a tachy episode is only stored if the device starts to charge, and this is only possible with tachy therapy active. It was noted that a review of device data could provide some insight as a smart pass episode may have been stored. The sales representative later received additional information from the physician about this patient and device. The device was implanted in (B)(6) 2021. The patient received inappropriate shocks from the device in (B)(6) 2022 and again in (B)(6) due to t-wave oversensing while being physically active. Both times, the inappropriate shocks induced the patient into ventricular fibrillation (vf), which was terminated by shocks from the s-ICD. In the march episode, four shocks were required to terminate the vf, so device therapy was deactivated, the patient was started on betablockers, and an exercise test was planned. X-rays were performed and did not show any changes to the system. It was reported the patient did not present for the re-evaluation due to an infection, and one week later the physician was informed of the patient's sudden death. An autopsy was performed without any findings, so the cause of death is assumed to be arrhythmic in nature. The device was explanted post-mortem and was returned for laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the stored episodes was performed. Treated episode 001 showed a rhythm at about 170 bpm followed by a morphology change and amplitude decrease, which is then oversensed and treated. Ventricular fibrillation (vf) appears after the first shock and is terminated by a second shock. Treated episode 003 showed a rhythm at about 180 bpm followed by a morphology change which is then oversensed and treated. The rate increases after the first shock to about 230 bpm. There is further acceleration from the third shock, and the vf is terminated on the fifth shock. Investigation of the available information determined this device's delivery of a shock contributed to the unintentional induction of or acceleration of an arrhythmia.